Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the end of the ablation procedure, the ceramic tip broke from the antenna shaft and remained into liver parenchyma.

Manufacturer narrative:
One device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. The visual inspection found the ceramic tip is missing from the device. The tip was not returned. The reported condition was confirmed. The investigation found the ceramic tip was missing on the returned device. Corrective actions have been implemented to mitigate this issue. The provided lot number indicates that this product was manufactured in shanghai. The appropriate personnel have been contacted and the manufacturing non-conformance search results will be recorded in the device history record (DHR) task. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the end of the ablation procedure the ceramic tip broke from the antenna shaft, during the antenna removal after the ablation, and remained into liver parenchyma. A computed tomography (CT) scan was performed to locate the retained fragment.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection found the ceramic tip is missing from the device. The tip was not returned. The investigation found the ceramic tip was missing on the returned device. Insufficient adhesive was applied during the manufacturing process. Also the bond strength was not specified so the supplier did not test the bond. The investigation identified the root cause of the reported event to be insufficient adhesive was applied during the manufacturing process. Also the bond strength was not specified so the supplier did not test the bond. Corrective actions have been implemented to mitigate this issue. The provided lot number indicates that this product was manufactured in shanghai. The appropriate personnel have been contacted and the manufacturing non-conformance search results will be recorded in the device history record (DHR) task. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.